Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's blower motor and flow sensor assembly were replaced to address the issues. The device had evidence of water ingress.